Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and blank display. The customer's blood glucose reading was unknown. The customer stated the insulin pump would not turn on after battery change. It came back on after several battery changes. She stated the reservoir leaked inside the pump, spilling the insulin. The customer performed a self-test and passed. The customer was sent a new battery cap. The insulin pump will not be returned for analysis.